Manufacturer narrative:
During an onsite visit, the fse (field service engineer) replaced parts and successfully completed system verification to specification. The root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A surgeon reported the eye tracker would not track a patients left eye during laser ablation. Adjustments were made to the patients position and contrast of the infrared. An error message appeared on the screen to turn off the eye tracker and reset; this occurred two times while trying to obtain tracking of the left eye. The tracker was pulled out of and back into position and tracking was achieved. There was a treatment pause at 85 percent while the laser resumed tracking. There were no further problems with the treatment. Upon additional follow up it was reported; the patient is doing well post operatively.